Manufacturer narrative:
Device 169 of 200. Based on the available information, this event is deemed to be a reportable malfunction. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing or sterilization process of the mentioned lot. The batch record review indicates no discrepancies. Log book was inspected and no issue was recorded related to the issue reported within the complaint. No complaint was received on packaging lot#4h05239 picture was provided to the complaint. Based on the picture is not possible to determine if position of connector indicator towards bend tip of catheter is within range 0-45 or not. The reported samples were not delivered to be measured by the accurate method that would determine if the samples met the test method requirements or not. This complaint was first presented to the complaint review board on march 6, 2025, and the attendees decided that that no further action are required. Operators will be retrained according to g708002 education and training of production personnel and the issue will be presented to operators according to wi-001366 qa data visualization. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
End user reports the "notch on funnel does not align with the coude tip." He described if the "coude tip is oriented at the 12 o'clock position, the notch would be at the 2 o'clock position relative to the tip" estimating maybe 60 degrees off alignment. He states all in his order of 200 were and are orientated this way, not perfectly aligned tip to notch. Photos depicting the reported complaint issue were provided by the complainant.